Manufacturer narrative:
The console or components were not returned for analysis; therefore, no visual or functional testing was able to be completed. With all the available information, boston scientific concludes that the reported complaint was not confirmed. Based on the information available, a conclusion code cause not established was assigned to this investigation.

Event description:
It was reported that during preparations to water vapor thermal therapy procedure for benign prostatic hyperplasia, the generator displayed saline pump error. Due to this, the procedure was not completed. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia.

Event description:
It was reported that during preparations to water vapor thermal therapy procedure for benign prostatic hyperplasia, the generator displayed saline pump error. Due to this, the procedure was not completed. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia.